Event description:
A physician successfully placed a xact stent in a patient's left internal carotid artery (ica). Upon insertion of the emboshield retrieval catheter a focal dissection in the ica was observed by angiogram. The patient underwent an unspecified treatment and was discharged home the following day.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.